Event description:
It was reported to boston scientific corporation on april 8, 2024, that an overstitch sx endoscopic suture system device defect during assembly. On april 8, 2024, the physician report that the anterior band on the overstitch was broken. The patient was under general anesthesia and the procedure was cancelled/rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: block h6 and f10: based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. No issues were found that could have been related to the reported issue during manufacturing documentation review. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Block h6 impact code f1001 is being used to capture the reportable event of aborted cancelled procedure.

Event description:
It was reported to boston scientific corporation on april 8, 2024 that an overstitch sx endoscopic suture system device defect during assembly. On (B)(6) 2024, the physician report that the anterior band on the overstitch was broken. The patient was under general anesthesia and the procedure was cancelled/rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.